Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer also experienced a low blood glucose (bg) level of 53 mg/dl due to delivering a bolus prior to eating dinner. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.